Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 8:00pm. The patient reported a blood glucose reading of '127 mg/dl' with the subject meter. The patient claimed she was not on any diabetes medications, but continued her usual diabetes management routine at the time the alleged issue began. Prior to the start of the alleged issue, the patient indicated she was feeling shaky and sweaty; which she associated as low blood sugar symptoms. In response to her symptoms, the patient stated she gave herself juice and ate toast with peanut butter. After the treatment, the patient stated she felt fine. According to the patient, she also tested on another device (accucheck brand meter) and obtained a reading of '57 mg/dl'. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the test strips were in good condition. The patient was not able to perform a quality control solution test since the control solution was not available at the time. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since there was no evidence in the delay of treatment. However, this complaint is being reported since the reported issue remained unresolved with troubleshooting.